Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the phacoemulsification tip broke into two parts during a surgery. The product was replaced and the procedure was completed. There was no serious patient injury.

Manufacturer narrative:
One opened broken phacoemulsification and the tip wrapped in gauze were received for the report of the phacoemulsification tip fractured during surgery. The phacoemulsification tip was visually inspected and deemed nonconforming, the phacoemulsification tip was broken across the ab hole with a jagged edge at the break area. The phacoemulsification had even wall thickness and there was wear on the threads , back of flange and nut corners that was consistent with use. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a phacoemulsification with a separated tip, the reported product complaint is confirmed. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. The exact root cause for the phacoemulsification tip fractured during surgery is unknown; therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).